Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a pouch-anal anastomosis procedure. Reportedly, the staples did not form properly. The surgeon placed the purse string suture peri-anal and the anastomosis was completed with another device. The hosp has reported no pt injury occurred.